Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the battery were identified during the analysis. It was identified that the handheld would not power on. The cause for the anomaly is associated with an open fuse. Once the fuse was replaced, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the physician's handheld will not charge or power on. The handheld was plugged into several chargers and left plugged in, but the light behind the power button does not come on. The physician has tried hard resetting the device and adjusting the screen brightness; however, this did not resolve the issue. It was confirmed that the battery was in the device. Follow up found that this was the first time this event was observed and the handheld was typically stored in the office on a shelf plugged in. No user mishandling is believed to have contributed to the event.